Manufacturer narrative:
Siemens filed the initial MDR 2432235-2023-00021 on 17-jan-2023. Additional information (23-jan-2023): the customer informed siemens that quality control (qc) was in-range at the time of the event. The customer cannot confirm if creatinine_2 (crea_2) discordant results were obtained on the advia chemistry xpt system. Siemens reviewed the services performed and noted that the siemens customer service engineer (cse) replaced the reagent pipetting probe 1 (rpp1) transfer mechanism, performed alignments, and verified the height adjustment of the rpp1. The cse performed a reagent barcode scan and a precision run, and there were no issues. It is unknown if the crea_2 result(s) were deemed discordant or just marked with a d flag. A "d" flag (abnormal reaction absorbance) for crea_2 indicates low analyte concentration or a possible sample integrity issue. Based on the information available, the cause of creatinine d flags is unknown. Siemens identified no systemic, reagent lot, or method issue. The advia chemistry xpt system operates as specified, and no further evaluation was required. Section h6 -(investigation findings and investigation conclusions) was updated to reflect the additional information.

Manufacturer narrative:
An outside of the united states (ous) customer contacted the siemens customer care center (ccc). Siemens dispatched a customer service engineer (cse) to the customer site. The cse performed services and replaced the advia chemistry xpt system lamp. Siemens is investigating the event.

Event description:
The customer informed siemens that creatinine_2 (crea_2) result(s) obtained on an advia chemistry xpt system contained a "d: absorbance limit" flag. The customer did not provide patient data. It is unknown if the customer obtained or reported discordant crea_2 results to the physician(s). It is unknown if the customer used the same sample(s) to perform repeat testing. There are no reports of patient intervention or adverse health consequences due to the crea_2 results.